Event description:
The customer complained of questionable inr results from her coaguchek xs meter with serial number (B)(4) compared to the dade innovin laboratory method. At 9:44 am the customer obtained a result of 3.9 inr from her meter from her right hand. At 10:00 am the customer obtained a result of 5.5 inr from her meter from her left hand. At 10:20 am the customer obtained a result of 3.5 inr from the laboratory method dade innovin. The customer's therapeutic range is 2 to 3 inr. There is no allegation of an adverse event. The customer's current condition was provided as fair. There were no treatment changes or no changes in coumadin dosage based on the meter results. The coumadin dosage was changed based on the laboratory result. No specific details were provided. The customer has no hematocrit concerns, has had no changes in diet, has no antiphospholipid antibodies, is not on heparin or direct thrombin inhibitors, and no symptoms of bruising or bleeding. The meter and strips were requested for investigation. Replacement products were sent. The returned strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 48%. Donor 2 hct: 42%. Donor 1: retention meter with masterlot strips: 4.1 inr; customer meter with customer strips: 4.2 inr. Donor 2: retention meter with masterlot strips: 2.4 inr; customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 286323) were tested in comparison with the current master. For the purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The results alleged by the customer were not observed in the meter¿s patient result memory. There was no information provided in the complaint that would point to a cause for the result discrepancy. The investigation was unable to find a definitive root cause.